Event description:
It was reported that during a prostrate procedure, fiber showed decreased vaporization at 271,419 joules. A second fiber was used and stopped firing at 291,612 joules. A third fiber was used and it burnt out at 90,000 joules and could no longer be used. The physician performed a turp to complete the case. Reportedly, "pt is doing ok".